Manufacturer narrative:
(B)(6) 2016 12:11 pm (gmt-5:00) added by (B)(6) ((B)(4)): maquet medical systems, USA submits this report on behalf of the legal manufacturer of the device maquet (B)(4). On (B)(4) 2015, a fsca was issued regarding revised decontamination procedures for heater and heater-cooler systems from maquet. Since the issuance of the (B)(4) 2015 fsca, maquet has become aware of the possibility that the rinsing process for the high level disinfection with 5% chloramine-t may not adequately remove all residual disinfectant. Therefore maquet is putting the (B)(4) 2015 fsca on hold pending a resolution of this issue. As soon as the dates are known for implementing the fsca a supplemental medwatch will be submitted.

Event description:
(B)(6) 2016 12:02 pm (gmt-5:00) added by (B)(6) ((B)(4)): the hospital too water samples right after the installation of the units, and a value of > 100kbe (colony forming units) in all 3 hcu40 was detected. The following 3 microorganism strains with a accuracy of score > 2 (=2 means "unique detection") were detected: -pseudo. Pseudoalcaligenes -pseudo. Alcaliphila -staph. Epidermitis. It was also ensured that the contamination does not originate from the water-tap. This suspicion could not be confirmed. Please note that 2 further complaints for the other mentioned devices were created with the following complaint numbers: (B)(4). (B)(4).

Manufacturer narrative:
On 2015-11-30, fsca 2015-11-30 was issued regarding revised decontamination procedures for heater and heater-cooler systems from maquet. This fsca was put on hold a few days later with fsca 2015-12-10. A new fsca will be issued as soon as the new disinfection procedure is properly validated and can be launched. The new IFU is currently under revision and will contain the instructions for the new disinfection procedure. December 2016 is the scheduled market launch of this new disinfection procedure.

Event description:
(B)(4).